Manufacturer narrative:
Section d1: brand name was corrected. Section h6: clinical code corrected. Manufacturer¿s investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist device (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU, ¿introduction¿, lists various forms of organ failure, stroke, and death as adverse events that may be associated with the use of the hm 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
E1: reporter email was not available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was on warfarin and any sign of bleeding, neurological signs, hemorrhagic transformation, and international normalized ratio (inr) levels were monitored. The consciousness of patient did not improve, and the hospital considered a discussion about long term care. The patient passed away due to multi-organ failure. The outcome was considered device or therapy related. An autopsy was not performed. The device was not explanted and would not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was found having an out of hospital cardiac arrest and had extracorporeal cardiopulmonary resuscitation, left main + three-vessel disease, percutaneous coronary intervention with two stents at the right coronary artery. On (B)(6) 2024, the patient was implanted and received a sternum closer on (B)(6) 2024. The patient had but poor consciousness, acute cerebral and left microscopic polyangiitis territory infarction was found via brain computed tomography.